Event description:
The following statement was reported: "the surgeon followed the steps to insert the stem. After removing the rasp, the real stem would not go down. It only went half way down the humerus and had to be removed. A size 9 stem was cemented in." Surgery was extended for 1 hour.

Manufacturer narrative:
Possible causes for the reported event according to dfmea: surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc), due to insufficient, unavailable or over complicated surgical technique: possible as the surgeon stated that the size 10.5 was initially used and did not fit in to the hole performed, but only a size 9. Damaged implants through insufficient packaging due to damaged implants, through transportation, cause implant-instrument interface to function incorrectly. Possible, since the product was not returned for investigation, it cannot be excluded that the slam or the rasp was damaged. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received on 07/08/2015. It was reported that the stem (size 10.5) did not fit within the hole performed with the rasp. The surgeon implanted a smaller size (as humeral stem 9). Because of that the surgery delayed over one hour. A technical investigation was not possible to perform, as the devices were not at hand for investigation.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).